Event description:
Literature was reviewed regarding a novel complexity scoring system for transcatheter aortic valve implantation (tavi) cases. The overall study population consisted of 1,034 patients who underwent tavi with either a medtronic evolut (r/pro/pro+ = 477) or a non-medtronic (various = 557) valve system. Based on the endpoint/outcome data documented in the article, the following adverse events occurred: unsuccessful access, device delivery and retrieval of system (10 cases); incorrect position of a single valve (5 cases); and need for heart surgery or major vascular surgery (11 cases). In addition, six deaths occurred. However, there was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: generic device name: medtronic transcatheter valve, generic product ID: mdt-trans valve, serial number(s): unknown. Citation: abdelrahman a, bamford p, aktaa s, et al. Transcatheter aortic valve implantation complexity score. Open heart. 2025;12(1):e002804. Published 2025 jan 4. Doi:10.1136/openhrt-2024-002804 earliest date of publication used for date of event. Medtronic tavi brands used in the study: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021), and evolut pro+ (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected information: section b7 - this information was inadvertently omitted from the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.